Event description:
A pt with cerebral palsy was undergoing a breathing treatment. She was using salter labs, adult, aerosol, elastic strap mask. During a breathing treatment the pt pulled on the mask. The mask snapped back and the metal piece that is on top of the nose fell off. The pt swallowed it and turned blue. Her father performed the heimlich maneuver. The metal piece came out with some blood. Her mother called 911 and the rescue squad took the pt to the hospital. She had x-rays performed to rule out any internal tearing. The patient is fine now.